Event description:
It was reported that the device keeps alarming and the power button is pushed in on the side. Patient involvement and patient harm/adverse events are unknown.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a broken power switch and front cover. The device had an outdated printed circuit board (pcb) and power switch. Functional testing found the alarm for "no disposable" kept alarming. Also the power button is pushed into the housing confirming the customer complaint. The device keeps alarming because the micro switch is damaged (bent) and the power button has been pushed into the housing. Root cause was attributed to those damaged components. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the device keeps alarming and the power button is pushed in on the side. Patient involvement and patient harm/adverse events are unknown.

Manufacturer narrative:
B3: month and year of event have been entered, based on the date of information provided. Date of event is unknown. H3: device not returned for investigation to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.